Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. The visual examination of the returned product showed signs of contamination and usage. Design irregularities or discoloration could not be found. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed a damaged/separated laser foil from the middle of the tube shaft. The individual layers had separated from each other and the silver showed several breaks. Furthermore, a deep crack in the laser-guard foil at the beginning of the foil was noted. A device history record (DHR) review was conducted on lot 18441 and no issues that could have contributed to the reported event were identified. The performed visual examination confirmed the reported issue of laser foil detached. Based on the damage characteristics, especially the breaks in the silver foil and the deep crack in the laser-guard foil, the issue was most likely caused by improper usage of the laser tube.

Event description:
Customer complaint states "on induction, a bougie was requested for intubation. There was difficulty passing the bougie through the tube. The lip inside the end connector kept catching the flat end of the bougie. Once intubation was established and the procedure had commenced, it was discovered that the sleeve that protects the et tube from the laser had become detached and was obscuring the view for surgery. The tube had to then be replaced so that surgery could go ahead. The patient did not come to harm but a risk was placed onto the patient as they had to be extubated and reintubated". Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint states "on induction, a bougie was requested for intubation. There was difficulty passing the bougie through the tube. The lip inside the end connector kept catching the flat end of the bougie. Once intubation was established and the procedure had commenced, it was discovered that the sleeve that protects the et tube from the laser had become detached and was obscuring the view for surgery. The tube had to then be replaced so that surgery could go ahead. The patient did not come to harm but a risk was placed onto the patient as they had to be extubated and reintubated". Patient condition reported as "fine".